Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). MDR retraction: an initial medical device report (MDR) was submitted on january 9, 2025, with the manufacturing report number 3003442380-2024-36057. Subsequently, new information revealed that the correct quantity associated with the event was 3, not 4 as originally reported. Based on this updated information received on january 10, 2025, the case has been reclassified to reflect the accurate quantity of 3, and a new manufacturing report number has been assigned. This current MDR is being filed to retract the previous report that incorrectly stated a quantity of four. The report numbers that are being retracted are as follows: supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-36057, supplemental report 01 - MDR (B)(4), supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-36105, supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-36106. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced four infusion set cannula kinked event on (B)(6) 2024. The symptoms occurred within 3 or more hours after insertion. The insertion site was abdomen. The infusion set were in use for 3-5 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.